Event description:
The physician attempted to use a perclose device to close a femoral artery stick following a heart catheterization. Device attempt was unsuccessful without the suture deploying. Subsequent continuation in bleeding. Hemostop device applied to the right groin site. The patient was transported to surgery. Lot number of the perclose device has been removed from stock.